Manufacturer narrative:
(B)(4).the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro 2 extension cable worked intermittently. The hospital also stated that the cord had only been sterilized 40 times, where it should work for at least 60 times before being replaced. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of clinical use was observed. A visual inspection was conducted. No defects were observed. The device was evaluated for connector function. The cable was able to provide a secure connection that connected and disconnected without incident. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2, reference adapter cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced steam and heat during 5-second activations and shut off when the toggle was released. A polyfuse electrical test was performed with the same reference power supply, adapter cable and hemopro 2; the polyfuse successfully shut off power to the heater after prolonged periods of time and activated after the device cooled. We were unable to reproduce the reported failure. Based on the returned condition of the device and the results of the investigation, the reported complaint was not able to be confirmed. Internal complaint number trackwise # (B)(4) autonumber (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro 2 extension cable worked intermittently. The hospital also stated that the cord had only been sterilized 40 times, where it should work for at least 60 times before being replaced. A replacement device was used to complete the procedure. The hospital did not report any patient effects.